Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a blank screen on the g6 mobile app occurred. No data or product was provided for investigation, however the attached photograph confirmed the presence of a blank screen on the g6 mobile app. The probable cause could not be determined. No additional patient or event information is available.